Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery was found to be fully charged. The header of the device was analyzed. The set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Rests of coagulated blood were found on the spring element of the rv channel. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
(B)(4). It was reported that about 13 months after the implantation the patient experienced dizziness and syncope several times. It happened always during activities or in the night while turning over in bed. The provocation tests were unsuccessful. The patient was hospitalized. The sensing settings were at 7.5 mv and autocapture on. Despite these settings the patient experienced exit block. The pacemaker was exchanged and returned, but the implant and explant dates were not provided.